Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with infection/inflammation in left eye. A brief description of the event mentions possible corneal ulcer in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of discomfort, watering, sore and slight sensitivity in left eye. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2016 visit it was also noticed slight epithelial staining, infiltrate, slight lid edema in left eye. Antibiotics every 2 hours on that day and 4 times a day after were given. Bcva from (B)(6) 2016: right eye pre-op 20/20 -1.25 x 1.75 x 75; left eye pre-op 20/25 -1.00 x -2.00 x 108.